Manufacturer narrative:
The insulin pump was received with detached cap, minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The drive support was inspected and no anomaly was noted. The insulin pump passed idle current test. We were unable to perform rub current test, self-test, prime test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to detached end cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was sticking out. The customer stated that the insulin pump broke. When they went to change the infusion site, the insulin pump was rewinding and the back of it was coming out. The customer's blood glucose level during the incident was 48 mg/dl. They treated the low blood glucose with food. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.